Event description:
Customer reportedly obtained results of 77mg/dl, 45mg/dl, and 99mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. Reqeusted return of suspect device and replacement was sent.